Event description:
Eight months postoperatively, the valve was explanted due to "severe" paravalvular leak with hemolysis. Several weeks prior to explant, the pt experienced recurrent anemia and received a transfusion of packed red blood cells. One week prior to explant, the pt was admitted for evaluation of anemia, shortness of breath, cough, fever and possible exacerbation of their chronic copd with bronchitis, which was treated with antibiotics. Tee showed an ejection fraction of 65-70%. At explant, the valve was observed to be dehisced anteriorly near the area of the av node and in the mid posterior portion. The surgeon stated the cause appeared to be that the sutures had torn through the pt's native tissue due to calcification and friability. Sputum and blood cultures were negative and gram stain on the explanted valve was also negative. The pt had a history of CABG x 3 at implant, chf, end-stage renal disease, hypertension and atrial fibrillation. The valve was replaced with a 29 mm stentless porcine valve.